Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioflex meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter began reading inaccurately about a month prior to contacting lfs. He reported that on an unspecified date and time, he obtained an alleged inaccurately high blood glucose result of ¿147 mg/dl¿ on the subject meter compared to ¿116 mg/dl¿ on an unknown meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with a combination of medications including metformin and januvia. He reported that after obtaining the alleged inaccurate result, he had administered his usual dose of medication, including sliding scale. He reported that an unknown time later, he developed symptoms of ¿dizziness, shaking and almost fainting feeling¿. He stated that the following day he visited his doctor; however, he denied receiving any treatment for his symptom above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure, his test strips were within expiry date and had been stored correctly. The patient confirmed that he had used an approved sample site to obtain the blood samples. He confirmed that control test was not manually selected. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Dizziness, shaking and almost fainting feeling, after obtaining an alleged inaccurately high blood glucose result on the subject meter and administering his usual dose of medication.